Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2015 due to patient allegations of pain, discomfort, inflammation, bone/tissue damage, dysfunction, weakness, metal reaction, loss of range of motion, loosening, instability, osteolysis, pseudotumor, bone loss, elevated metal ion levels and metallosis. The modular head, taper adapter and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-03235 / 03236).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2015 due to patient allegations of pain, discomfort, inflammation, bone/tissue damage, dysfunction, weakness, metal reaction, loss of range of motion, loosening, instability, osteolysis, pseudotumor, bone loss, elevated metal ion levels and metallosis. The modular head, taper adapter and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a revision procedure on (B)(6) 2015 due to osteolysis, pseudotumor, bones loss, metal particulate debris, discomfort, and pain. Prior to procedure, x-rays revealed osteolysis of supra-acetabular region and CT scan revealed a pseudotumor and erosion in the ileum. Revision operative report further noted scar tissue, nonpurulent fluid, hematoma, osteolytic debris, osteolytic cyst, acetabular defects in supra-acetabular region. The head and taper adapter were removed. A head and liner were implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-03236).